Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4): the sample was not initially requested because there was no allegation reported against the baxter product by the customer. The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use. The home patient (hp) stated that he had already changed the cassette out 8 times that night was still getting the same alarm. The baxter technical service representative (tsr) confirmed the frangibles had been broken, they inspected the drain line, they moved the red clamp 3 inches in either direction, they inspected the heater bag port and they flipped the heater bag over and pulled down on the cassette tubing. The tsr had the hp press stop and go and the hc alarmed clb. The tsr then determined that the hp was using the same bags each time. The tsr explained the setup had been compromised and whenever he needed to change out one piece of the setup the entire setup must be changed. The hp indicated he was short on bags and was not able to start over. The tsr transferred the hp to renal home care services on-call. The tsr advised the hp to dispose of current supplies and start over with all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. He had already discussed with tsr the proper procedures for starting over. He did not notice anything wrong with any of the previous supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.